Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that about a week prior to contacting lfs, she obtained an alleged inaccurately high blood glucose result of ¿310 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts. She reported that after obtaining the alleged inaccurate high result, she reduced her food intake. She reported that about an hour later, she developed symptoms of ¿shaky, blurred vision, sweating and nausea¿. She stated that she immediately drank orange juice to treat her symptoms. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky, blurred vision, sweating and nausea, after obtaining an alleged inaccurately high blood glucose result on the subject meter and reducing her food consumption.